Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant, the right ventricular lead exhibited loss of capture. During the lead revision procedure, the patient experienced cardiac tamponade. Pericardiocentesis was successfully performed and the lead was explanted and replaced. The patient was in stable condition.